Event description:
It was reported that an endeavor resolute was being used to treat lesion in the lad with moderate tortuosity, severe calcification and 80% stenosis. Lesion was predilated at 8 atms using a 1.5x12 balloon. Device was removed from packaging, inspected and prepped per IFU with no issues noted. It was reported that when advancing the device to the lesion the stent was unable to cross. Physician reported that resistance was encountered. It is unknown if excessive force was used. The procedure was completed using a second endeavor resolute stent of the same size. It was reported that there were no patient complications. The device was returned to the manufacturing facility and through analysis of the returned device stent damage was observed. The physician believes the event was due to use of the device in difficult lesion morphology/anatomy. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The 1st distal stent segment was deformed with struts raised.